Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the display was blank and not working.

Manufacturer narrative:
Originally reported: "it was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the display was blank and not working." Correction reads: "it was reported to covidien on (B)(6) 2016 that a customer had an issue with an epump. The customer reports the unit is a back to stock. Tech found the unit had no audible alarm. This makes this complaint reportable."

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ no audible alarm¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.